Manufacturer narrative:
The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaint for balloon burst was unable to be confirmed since neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Without the work order information, a review of the device history record and lot history was unable to be performed. Additionally, a review of the manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. The complaint description states, 'the commander delivery system balloon rupture during valve deployment'. The balloon burst could be potentially from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume and previous implanted valve). While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, interaction with the existing valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. However, due to lack of device and relevant procedural/patient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the commander delivery system balloon rupture during valve deployment which required removal of the split esheath+ and commander simultaneously. There was no central leak and no injury to the patient.